Manufacturer narrative:
(B)(4). Batch # m90l1d. Conclusion: the analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed three clips with gap; finally the instrument locked out as intended. No conclusion could be reached as to what may have caused the incident of clip malformation. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a thyroidectomy procedure the clips were not forming correctly. The clips did not close all the way. The case was completed with another device of the same product code. There were no patient consequences reported.